Event description:
International affiliate reports the valve did not control the pt's intracranial pressure and the device was explanted. Upon explantation, the valve was found to be damaged with leakage in the silicone tubing.